Manufacturer narrative:
Device alarmed motion sensor test failure alarm during rewind due to motor encoder signal out of phase. Unable to perform functional test including rewind basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarm. Device received with cracked case at display window corners, display window and battery tube threads. Device received with minor scratched lcd window.

Event description:
Customer reported via phone call that the customer had an MRI scan with the device on. Customer's blood glucose was unknown. Device alarmed motion sensor test failure alarm and was unable to exit rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.